Manufacturer narrative:
Further information requested but not received.

Event description:
It was reported that the patient exhibited difficulty in pairing their implantable cardioverter defibrillator (ICD) to the merlin app. Upon further investigation, it was found that the ICD exhibited loss of bluetooth telemetry functionality. No changes were reported. There were no patient consequences.

Event description:
New information received notes that the implantable cardioverter defibrillator is currently paired, with no known intervention performed. There were no patient consequences provided.